Event description:
Additional programming history data was received from the neurologist's and the surgeon's handheld computers. The data from an office visit that occurred on (B)(6) 2012, revealed that the battery status indicator was set to neos. Further review of the generator source code revealed that the battery voltage was measured at 2.01v at that time, which is within the neos battery status indicator voltage range (2.6v < = vbat < 2.0v). The next available programming history was from the date of explant which occurred approximately 3 weeks later on (B)(6) 2012, where the surgeon interrogated and performed a system diagnostic test on the generator. The battery status indicator was set to eos yes, and review of the generator source code from the explant date revealed that the battery voltage was measured at 1.71v, which is below the 2.0v battery voltage threshold when the pulse/output current would normally disable due to low battery voltage.

Event description:
Based on the additional programming history received ((B)(6) 2012), the pulse should have disabled due to vbat<eos threshold at some point after (B)(6) 2012, however due to the communication issues that occurred during the manufacturing electrical tests of this generator, the correct value was not programmed into the diagvbateosthreshold location.

Event description:
Attempts to obtain copies of the flashcards that may have the programming/diagnostic history for the patient have been unsuccessful to date from the surgeon's and referring nurse's handheld computers.

Event description:
A patient's generator was explanted on (B)(6) 2012, due to generator end of service with eri=yes. The product was received by the manufacturer on (B)(6) 2012, and the return product form also reported the reason for replacement was battery depletion with eri=yes. During product analysis of the generator, an end of service warning message was verified in the lab. It was identified that the device had not pulsed disabled when reaching a measured voltage level of <=2.0v due to the "diagvbateosthreshold" being set to a default value of "1" (e.g. 0.0001v). The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. A review of pre-temp and post-burn electrical test results revealed that a communication error (e.g. Test results display "9999") prevent the correct value from being programmed into the device during both electrical tests which resulted in the parameter's current state. During electrical testing of a generator's (model 103-106) printed circuit board (pcb), the generator is calibrated to measure voltage using a two point curve from which the trim values diagvbatb and diagvbatm are assigned as the gain and offset of this calibration curve. Diagvbateosthreshold corresponds to the threshold level at which the generator will disable output as an eos response and is set at manufacturing after the establishment of diagvbatm and diagvbatb.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently did not include that this is a '30 day report.' Analysis of programming history.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #2 inadvertently did not include this information. Type of report, corrected data: the initial report inadvertently did not include that this is a 30 day report.

Manufacturer narrative:
A communication error prevented the correct value from being programmed into the device during both electrical tests which resulted in the pulse not disabled.